Event description:
The pt had an intracranial hemorrhage (ich) when the deep brain stimulator was initially placed. The pt had multifactorial gait instability secondary to ich, neuropathy, and parkinson's disease. Please see mfg. Report # 3004209178200808571. The pt had a fall with loss of consciousness and broke his hip. The pt had hip surgery. A computerized tomography scan in 2008, showed that the right lead was out of place. The device could not be revised due to the ich. The left lead was in place. The pt was living in a nursing home. Multiple stimulation therapy adjustments were made without benefit. The pt had a similar response to therapy before the fall. The pt was getting tremor relief. The hcp attributed the fall to the ich and parkinson's disease and not to deep brain stimulation therapy. The hcp reported the pt's outcome as a serious injury - recovered with sequela. Please see mfg. Report # 3004209178200808572.